Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pump analysis results revealed gear train anomalies, specified as corrosion/ wear/lubrication and stall due to shaft-bearing, in the pump motor.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-12, information was received from a healthcare provider (hcp) regarding a (B)(6), male patient who was receiving bupivacaine 29mg/ml at 16.463 mg/day and morphine 620mcg/ml at 351.97 mcg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016, upon interrogation of the pump, a motor stall was seen. The stall occurred on (B)(6) 2016 at 12:38 and had not recovered as of 14:00 that day. The patient had not recently had a magnetic resonance imaging (MRI) and there was no other electromagnetic interference (emi) source to cause the stall. They moved forward with the refill and updated the pump, but it did not change. They changed the rate a few times, but the pump was still stalled. No patient symptoms were reported. They planned to discuss pump replacement with the patient. Additional information has been requested regarding the cause of the event and actions/interventions taken to resolve the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep indicated that the patient stated that an alarm had gone off. It was unknown what led to the event. The patient went to the managing clinic and was put on schedule for replacement; the pump was explanted on (B)(6) 2016 and was being returned to the manufacturer. It was reported that the pump contained morphine (260 mcg at an unknown dose). The other medication that the patient was taking at the time of the event was bupivacaine. At the time of the report, the patient was alive with no injury and the issue had been resolved. Another supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.